Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated occlusion alerts that recurred after acknowledgment and persisted until a full supply change of a contact detach 23" 6 mm infusion set, after which alerts ceased but blood glucose remained elevated, reaching 553 mg/dl for approximately five hours. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary impairment due to high glucose requiring troubleshooting and education, without use of backup insulin therapy, ketone testing, or medical intervention. Investigation included review of device alerts, guided inspection for leaks or infusion set issues, and monitoring of glucose trend arrows. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion that resolved after replacing the infusion set, with no visible leakage and proper placement verified at the time of assessment. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion leading to reduced insulin delivery that resolved with supply replacement.